Event description:
It was reported that a pump declared alarm 20 during the loading process. There was no adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl. Technical support educated the customer on the proper loading technique, but the cartridge alarm recurred, prompting them to replace the pump. The customer was instructed to use a backup insulin pump to ensure continued insulin delivery and was guided on returning the malfunctioning pump.